Manufacturer narrative:
(B)(4). Customer has indicated that the product is in process of being returned to zimmer biomet for investigation. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that the tibial articular surface provisional broke during the trialing part of the total knee arthroplasty when swapping the shims to trial a thicker poly. The case was finished with another instrument with no negative patient impact.

Manufacturer narrative:
Cmp-(B)(4). Updated: reported event is considered confirmed as the returned tasp was fractured. Examination of the returned part determined that returned tasp exhibits signs of repeated use (nicked or gouged) and anterior section of the post feature has fractured off, all pieces returned. DHR was reviewed and no discrepancies were found. The fractured tasp component in this complaint was manufactured before the CAPA(B)(4)design modification. The root cause is considered to be a design deficiency. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.